Manufacturer narrative:
On 12-nov-2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was resistance putting dilator into the sheath which seems to be a hemostatic valve issue. The dilator valve of the vizigo sheath is too tight and the catheter had resistance when going into the vizigo sheath. The vizigo sheath was replaced and the issue was resolved. The procedure continued successfully. No patient consequences were reported. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged and broken inside of hub and the small part of the valve was found stuck inside of the tube, for this reason was the resistance when the dilator was introduced in the vizigo sheath. The brim cap was found in its place. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device 00001755 number, and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due to the condition of the hemostatic valve, an internal action was opened. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was resistance putting dilator into the sheath which seems to be a hemostatic valve issue. The dilator valve of the vizigo sheath is too tight and the catheter had resistance when going into the vizigo sheath. The vizigo sheath was replaced and the issue was resolved. The procedure continued successfully. No patient consequences were reported. There was resistance putting dilator into the sheath. There was physical damage on sheath/dilator: the hub of the sheath did not look ¿right¿ as per the physician so he requested a new one after he felt resistance. There was no occlusion when irrigating the sheath. The hub of the sheath looked damaged. The dilator never made it through the hub of the sheath there was too much resistance. There was no needle involved yet. Sheath resistance is not MDR-reportable. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).